Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that suture placement in the calcified right common femoral artery was attempted with a prostyle device using the pre-close technique via a 7f sheath hole prior to a protected percutaneous coronary interventional procedure. The patient was reportedly very unstable after reanimation [resuscitation] after a cerebral hemorrhage. Reportedly, the prostyle device was unable to be inserted due to resistance. The patient became more unstable and the procedure was cancelled. Manual compression was used to close the hole. The next day, the patient died due to ventricular fibrillation in the intensive care unit. According to the physician the death was unrelated to the issue with the prostyle device. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not identify similar incident for this lot. The investigation determined the reported difficulties and subsequent treatment appear to be related to challenging anatomical conditions. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.